Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was delivering a bolus the touchscreen went blank. During troubleshooting with tandem technical support the touchscreen display turned back on. The pump was functioning as intended. Customer's blood glucose level was not impacted.